Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The cobas 8000 cobas ise module (double) serial number was (B)(6). The field service engineer could not find a cause. He performed ise checks and precision testing that were within specifications. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas 8000 cobas ise module (double) analyzer. Sample (B)(6) initial result was 133 mmol/l and the repeat result was 140 mmol/l. Sample (B)(6) initial result was 130 mmol/l and the repeat result was 136 mmol/l. Sample (B)(6) initial result was 134 mmol/l and the repeat result was 140 mmol/l. Sample (B)(6) initial result was 140 mmol/l and the repeat result was 147 mmol/l. Sample (B)(6) initial result was 140 mmol/l and the repeat result was 146 mmol/l. Sample (B)(6)initial result was 132 mmol/l and the repeat result was 138 mmol/l. Sample (B)(6) initial result was 125 mmol/l and the repeat result was 132 mmol/l. Sample (B)(6) initial result was 121 mmol/l and the repeat result was 136 mmol/l. Sample (B)(6) initial result was 133 mmol/l and the repeat result was 141 mmol/l. Sample (B)(6) initial result was 117 mmol/l and the repeat result was 124 mmol/l. Sample (B)(6) initial result was 130 mmol/l and the repeat result was 140 mmol/l.